Event description:
It was reported that a pacemaker dependent patient went into brady rhythm when the device's battery compartment opened. When the battery compartment was closed, the patient's rhythm returned to normal. No patient complications were reported as a result of this event.